Event description:
A report of overinfusion associated with the use of an infusion pump was received. Reportedly, the device was set up to infuse an unk quantity of morphine sulfate, concentration unk, at a rate of 18ml/hr. According to the clinician, some time later during the infusion the user reported finding that the bag appeared to be missing approximately 50mls instead of the expected 18mls. According to the clinician, there was no report of patient injury associated with this incident. No additional details were available according to the clinician.